Event description:
A customer reported that a pt complained of receiving a shock through a system component (v4 transducer) when a power surge from an electrical storm caused the system to shut down during an examination.